Event description:
In 2008, the patient reported the piston rod of her infusion device blocked during retraction. The infusion device was making a grinding noise and "returning piston rod" was displayed on the screen of the device. She inserted a new battery and the device continued to make a grinding noise. No physiological effects were reported. The patient was advised to switch to her backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.